Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had a routine device exchange. A few days after implant, the patient developed drainage and went to urgent care. A week after urgent care tried to resolve the hematoma, the primary physician was notified. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable post procedure.